Event description:
It was reported via voluntary medwatch no. (B)(4) that balloon rupture and shaft break occurred. The target lesion being treated was located in the ostial left circumflex artery. A 2.25mm x 8mm emerge balloon catheter was selected to dilate the lesion. During an unspecified inflation, the balloon appeared to have ruptured. While the device was being withdrawn, the catheter cracked into two pieces. The physician was able to retrieve the proximal end of the device. However, the distal end was still within the patient's body and was retained in the wire. The physician tried to snare from the wire, however it was unsuccessful. Another physician was able to pull the device out from the patient's body. The device was removed intact. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).